Event description:
The customer reported the system failed to x-ray. No customer injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was cleaned and the software inspected. The system was then found to be working as intended.